Event description:
During initial assessment of a returned homechoice machine, a baxter technician found an increased intraperitoneal volume (iipv) situation which occurred on (B)(6) 2010 during drain cycle 3. The ultrafiltration volume was 1662 ml. This event meets overfill criteria.

Manufacturer narrative:
(B)(4). During investigation by baxter, this incident was determined to be caused by use/user error and there was no allegation of a product malfunction. Therefore a batch review and sample evaluation will not be conducted. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.

Event description:
A customer contacted baxter's technical service center regarding a system error 2240 alarm that appeared on the home choice (hc) machine during dwell 3 of 4. The home patient (hp) checked the lines and bags and found an open clamp on the unused supply line. The technical service representative (tsr) explained that the unused lines must remain clamped during therapy and assisted to clear the alarm. The tsr assisted the hp to disconnect using aseptic technique and removed the cassette. The hp to notify the peritoneal dialysis (pd) nurse. The alarm was cleared and the therapy had ended. No patient injury or medical intervention was reported. During a follow up with the nurse regarding the alarm, the nurse stated that she was aware of the alarm and stated that the hp was aware of her mistake. The pd nurse stated the hp is doing fine on therapy without any problems. No patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). This complaint for a system error 2240 (air in set) was not confirmed due to a lack of sample; however, per the complaint information the root cause of the se 2240 is due to air being sucked into the disposable because there was an open clamp on unused supply line. The home patient (hp) checked the lines and bags and found an open clamp on the unused supply line. The lot number is unknown therefore a batch review was not performed. A labeling review of the homechoice apd systems patient at-home guide issued was found to be adequate for the use error(s) in the complaint. Similar reports have been received by baxter for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. The root cause investigation is in progress through (B)(4).